Event description:
It was reported the parkinson¿s disease patient experienced ¿symptoms or leg tremor and dyskinesia.¿ these symptoms were reported to have appeared since a month prior to report and they did not improve following reprogramming during the month prior to report. The cause of the issue was not determined and the patient remained with leg tremors and dyskinesia during that time. Additional information reported the patient experienced the appearance of inarticulacy on (B)(6) 2015. The patient¿s physician increased their stimulation to 1.95 volts as a result; however, there was ¿no improvement.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).